Event description:
The hearing aid (h/a) dispenser reported an incidnet of difficulty of removing accufit impression material from a h/a pt's ear. Upon removal, there was bleeding in the concha. The bleeding was stopped with a tissue. The h/a pt was referred to her doctor.